Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System checks conducted on 07/27/06 and 08/03/06 passed within specificaions. The specimens were collected in bd, lithium heparin, with gel separators tubes. The samples were centrifuged at 2,000- 3,000 rpm, for 3-5 minutes. The specimens were sampled from pour off tubes. Field service was not dispatched to the customer's lab as they declined service stating that they did not need further assistance at this time. A clear root cause has not been determiend in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results on samples from two (2) different patients that were generated by the access 2 instrument patient a: the initial accul tni results were: 1.38ng/ml 6.56ng/ml, and 0.07ng/ml. The customer re-tested the original sample for accu tni and obtained two resulst of 0.05ng/ml. Patient b: the initial accu tni results were 0.41ng/ml and 0.01ng/ml the patient b original sample was re-tested for accu tni and the result of 1.45ng/ml was obtained. It is unk if the erroneous results were reported out of the lab. The customer indicated that ck-mb results for both patients recovered in the normal range. The customer did not reveive any report of patient injury, requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.